Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received a failed battery alarm and was damaged. The customer¿s blood glucose level was 122 mg/dl at the time of the incident. The customer had received a low battery alert and also states the compartment was corroded. The customer was assisted with troubleshooting for failed battery and was advised the pump will need to be replaced. Advised to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to missing battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify failed battery test alarm due to blank display.